Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited noise and oversensing which resulted in 2-3 seconds of pacing inhibition. However, the patient maintained an underlying rhythm of 50 beats per minute (bpm). The patient is pacer dependent but it was confirmed that no asystole greater than 2 seconds occurred. All other measurements were normal. A surgical intervention was performed where the lead was surgically abandoned and the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.